Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula kinked events on 13-sep-2024 and 18-sep-2024. The events occurred after 3 hours of insertion and the insertion site was at abdomen. The sets were in use for 1 day. The blood glucose level at the time of event on 13-sep-2024 was high (specific value unknown) and patient resolved the event with correction injection via multiple daily injection followed by replacing infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.